Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor¿s touchscreen not operating properly was unable to be confirmed. The returned system monitor (serial number:(B)(6)) was tested and evaluated at the service depot on 30jun2022. The unit was run on a test mock loop for several days without issues. The reported issue was not able to be confirmed, the monitor functioned as intended. The customer was provided a po; however, they did not want to proceed with the repair. The unit was discarded, and no further functional testing was performed. A root cause for the reported issue was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: :(B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 17oct2013. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) section titled ¿setting up the system monitor for use with the power module¿). Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the unit was forwarded to the product performance engineering (ppe) lab for further analysis. Further testing was performed in the ppe lab. The returned system monitor was connected to a test power module, system controller and mock loop. The system was allowed to run for an extended period of time and functioned as intended. The reported event was unable to be reproduced. A root cause for the reported issue was unable to be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system monitor touchscreen failed and started pressing random keys by itself. It almost selected to turn off the lvad while the nurse was at bedside attempting to get back to the home screen. Troubleshooting revealed it was a broken monitor, the monitor screen was replaced and there were no further issues noted at the time. The patient was admitted in the intensive care unit (ICU). Nothing clinically or hemodynamically changed with the patient around the time of the pump stop alarm. The patient was stably critically ill and required intravenous inotropes and vasopressors for months. The nurse reported that the vad alarmed, the display screen froze and they display screen was then swapped out. The team otherwise seemed unaware there was an alarm. The patient was find. It was suspected that someone accidentally hit the pump stop button - may have been accidental since buttons on the display needed recalibration. The nurses reported that no one was touching the vad until the alarm went off and the display unit froze. Log file analysis confirmed the reported pump stop on (B)(6) 2022 at 6:14 am. The pump appeared to have been stopped for approximately 3 seconds via the system monitor before resuming normal support. The intentional pump stop command was confirmed from log files. When the pump stop button is pressed the pump stops within the first few seconds and a 10 second count begins. In this case the pump stop event was reported to have occurred as a result of a faulty system monitor and was not a result of a pump malfunction. Related pump manufacturer report number: #2916596-2022-02038.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor¿s touchscreen not operating properly was unable to be confirmed. The returned system monitor (serial number: (B)(6)) was tested and evaluated at the service depot on 30jun2022. The unit was run on a test mock loop for several days without issues. The reported issue was not able to be confirmed, the monitor functioned as intended. The customer was provided a po; however, they did not want to proceed with the repair. The unit was forwarded to the product performance engineering (ppe) lab for further analysis. Further testing was performed in the ppe lab. The returned system monitor was connected to a test power module, system controller and mock loop. The system was allowed to run for an extended period of time and functioned as intended. The reported event was unable to be reproduced. A root cause for the reported issue was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 17oct2013. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), section titled ¿setting up the system monitor for use with the power module¿). Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.